Event description:
The customer stated that the paramedics were called to his work because his blood glucose dropped to 30 mg/dl. The customer stated that he went home and again experienced low blood glucose levels, and his wife had to assist. The customer declined to troubleshoot the insulin pump. He stated that he had been working with his reps and they determined that the insulin pump was working fine.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.